Event description:
An individual from a site reported that the straight suction would take several attempts to verify. It would then track intermittently and be inaccurate. This event was reported outside the operating room and no patient was present.

Manufacturer narrative:
The device manufacture date is unknown at this time. A replacement straight suction was sent to the site for resolution. The suspect straight suction device functioned properly during manufacturer testing. It verifies in the divot with an acceptable geometry value. Navigation looks normal. Unable to confirm complaint.

Manufacturer narrative:
Device lot number has been corrected as it was initially reported to be #8664 but in fact is # 73673400.device manufacture date provided.

Manufacturer narrative:
A second suction probe was returned from the site. This suction displayed the reported behavior. It is likely that the site accidentally sent back the new suction instead of the defective suction with the first return materials authorization (RMA) and then had to order another one, assuming that the one they kept (which was likely the original suction) was bad at install (bai). The first suction received back was found to be fully functional, the second suction received back displayed the originally reported issue. Suction of lot # 11512 testing results state: during tool verification the suction tool tab intermittently changes between green and red. Navigation is intermittent. New suction probe sent to the site resolving issue.